Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was conducted and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had no audible alarm. They stated that the pump was visibly alarming air in line on the screen but that the patient did not hear any audible alarms. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. There was no patient impact reported. (B)(4).